Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer continued to receive no delivery alarms even after set changes. Customer's blood glucose continued to elevate and customer was hospitalized as a result. Customer was hospitalized on (B)(6) 2015 with blood glucose of 823 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Troubleshooting was performed to determined the reason for high blood glucose. After troubleshooting, customer was advised that insulin pump was working as designed. Customer was advised that reservoir and infusion set would be replaced.